Manufacturer narrative:
The reported event was inconclusive since sample condition was poor. Visual evaluation of the returned sample noted one opened (without original packaging), used silicone foley. Visual inspection of the sample noted that the balloon was fully inflated although the fluid within the balloon seemed to be discolored orange, as if blood or something else got into the balloon. From this, it would appear as though there may have been a lumen to lumen leakage that allowed blood from the drainage lumen to enter the balloon, which would also cause deflation. However, the event does indicate that there was no noticeable deflation when it was deflated and then reinflated with water. It is unknown what led up to the discolored inflation media and whether it had to something to do with leakage or if the reinflated balloon would have leaked at a later time. A potential root cause for this failure could be "accidental traction". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "[warnings] 1. Method for use (1) do not inflate the balloon in the urethra. [The urethra may be injured.] (2) do not pull the catheter hard. [The bladder/urethra may be injured.] 2. Applicable patients ·patients with delirium who might pull out catheter [when patient tugs at catheter unconsciously, the bladder and urethra may be damaged.] [Contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients patients with known allergy to silver coated catheter." H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter fell out from the patient on the 2nd day of use. The user tried to refill the removed foley catheter with water but the balloon inflated normally and confirmed there was no leak. Also stated that the foley catheter was discarded.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley catheter fell out from the patient on the 2nd day of use. The user tried to refill the removed foley catheter with water but the balloon inflated normally and confirmed there was no leak. Also stated that the foley catheter was discarded.